Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, customer¿s blood glucose was 32 mg/dl and customer did not know the cause. Reportedly, customer hit their head on the porch. Customer required emergency medical services to consume orange juice. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. The alleged low bg could not be verified.